Event description:
Patient was seen for an atrium septum defect (asd) closure. During the implantation procedure, doctor pushed the pusher under water, doctor found some bubbles in the delivery set from the cine, patient had bradycardia first then arrested for few minutes. Doctor immediately performed the cardui-pulmonary resuscitation CPR and patient resumed normal. The procedure of implantation was stopped when doctor observed the bubble in the cine. Reported consequences to event: arrythmia/ tachycardia/ cardiac arrest/ air entering into vascular system. Current patient condition, resolved. No other patient or procedure related impacts, events, or consequences reported. Procedure was completed successfully with another device. Customer received comment from their customer: bubbles were observed coming out from the sheath catheter. The odsiii was inspected prior to the procedure but did not observe any abnormality. Doctor cannot confirm the relationship between the bubbles and the device-related failure. It was reported this is physician's first procedure using the ods iii.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.